Event description:
Pt implanted with an lcp distal radius plate on (B)(6) 2012. One week postop, the plate was noted as broken. Pt was revised on an unk date.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is on going; no conclusion could be drawn. Requested review of device history record.